Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over a year. Surgical intervention may take place at a later date to address the issue.